Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the monofilament was exposed about 1-1/4 inches at the guide with the posterior cuff and needle tip still attached to the rail end. The anterior cuff and link were engaged to anterior needle tip. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. The link detachment is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the link to cuff detachment. Therefore, the root cause for the link to cuff detachment is undetermined. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The three perclose proglide devices are being filed under a separate medwatch MFR numbers.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Three additional proglides were used with the same results. Although there was no adverse patient sequela, the physician reported due to the cuff misses, there was a significant clinical delay in the procedure. Though requested, no additional information was provided.